Manufacturer narrative:
B5: the prior clamshell repair is covered under MFR 2916596-2021-01629 d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the device was connected to the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline the patient reported that the previous clamshell repair felt loose. The patient also had asymptomatic low speed and pump stop events. Abbott technical services performed an external driveline repair on (B)(6) 2023 after the repair, a pump stop event was captured, and the decision was made to place the patient on an ungrounded patient cable while continuing to monitor for unusual alarms. Review of the submitted log file confirmed low speed and pump stop events while the device was connected to the mpu. No other notable events or alarms were captured. Approximately 17.5¿ of the distal end of the driveline was returned with the controller connector. The previous clamshell repair was present and properly secured. The report that the clamshell was loose could not be confirmed. An electrical continuity test of the returned driveline was conducted using a digital multimeter. All wires were found to be electrically intact, without any wire-to-wire or wire-to-shield shorts, even with manipulation of the driveline. The driveline was disassembled and the underlying wires were examined with a microscope; no evidence of breaches or damage to the wire insulation or underlying conductors was discovered. The driveline was submerged in a saline bath for hi-pot (high-potential) testing with an insulation tester, and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient remains ongoing with no further reported issues at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a clamshell repair on (B)(6) 2021 that now felt "loose". The data showed speed reduction and pump stopped events on (B)(6) 2023, those issues only appeared to be occurring while on mobile power unit (mpu) power. The patient was asymptomatic during the pump stop events. A driveline revision was scheduled for (B)(6) 2023. After the repair, another pump stop event was observed. The patient was to be monitored and assigned an ungrounded cable.